Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on the keypad traces. No button error alarm noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm numbers scrolling or ramping due to no button response. No frozen screen noted and time clock advances properly. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer stated that they tried to give insulin, however the pump was frozen and the numbers kept scrolling. The customer had back up insulin pens at pharmacy and will pick them up after the call. Customer was advised to discontinue use of the device and to revert to a backup plan.